Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29 mm bioprosthetic porcine mitral valve, implanted for 15 years and two (2) months, underwent a valve-in-valve procedure due to severe mitral regurgitation. The tmvr was performed with a 29 mm edwards transcatheter heart valve. There was excellent result with the valve primarily seated flush on the atrial side and with only 1-2 mm of overhang oversize of the previous prosthetic. There was no gradient across the valve. There was transiently some heart block during the case, but this seemed to resolve by the end of the case. The patient tolerated the procedure well and was taken to the ICU in stable condition. Post operative tee showed no leak. Post procedure, the patient was found to have persistent complete heart block and required ppm. The patient was deemed stable for discharge on pod #5.